Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Ran the blood test, result read 595 mg/dl more than 2 hours after eating. Memory readings were: hi-01/02 - 05:52pm. Hi-01/02 - 05:46pm. He then started noticing the symptoms, feeling tired for the past 3 days. He visited his doctor not because of the meter but because he was familiar with the symptoms and his blood sugar level when tested there was at 307 mg/dl. They sent him home, placing him back on the pill. He then came home took 500 mg of glucophose and then had some fruits, tested an hour later and it read hi. I advised him to wait 2 hours after ingesting anything. I advised him seek medical assistance which he stated that he would do tomorrow. Followup call on (B)(6) stated that consumer was hospitalized because of blood sugar levels.

Event description:
Consumer complaint of blood result reading of "hi". Ran the control test, result read 43 in-range (31-61). Ran the blood test, result read 595mg/dl more than 2 hours after eating. Memory readings were: hi-(B)(6)-05:52pm, hi-(B)(6)-05:46pm. He had been diagnosed about 13 years ago and he was on the pill but up until 4 years he lost a lot of weight so he stoke taking the pill. But about 4 years he started drinking a lot which the customer admitted had caused him to gain the weight back, he also wasn't eating well. He then started noticing the symptoms again one being that he's (feeling tired for the past 3 days). He visited his doctor not because of the meter but because he was familiar with the symptoms and his blood sugar level when tested there was at 307mg/dl. They sent him home, placing him back on the pill. He then came home took 500mg of glucophose and then had some fruits, tested an hour later and it read hi. I advised him to wait 2 hours after ingesting anything. I offered to replace the product, but he stated he felt the system was reading correct. I advised him seek medical assistance which he stated that he would do tomorrow. I will f/u with him then. No control solution available to perform a control test.